Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable" alarm is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per email notification: no disposable alarm- cassette not removed. Patient not affected. Resvol- 10.4, rate- 2, given- 81.6. No patient injury. No additional information. Pump will not be sent to smiths.